Event description:
The user facility reported that the guide wire became damaged during a procedure. Follow-up communication confirmed: the guidewire was being used in combination with a uromax balloon catheter; during the procedure the wire became ¿stuck¿ in the catheter; upon withdrawal it was noted that the coating had ¿sheared¿ but remained attached to the wire; the entire device was removed from the patient; and there was no patient impact as a result of the event.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52 because the information was not initially completed by the user facility. The involved device has not been received for evaluation. Therefore, the current investigation was based on the evaluation of user facility information, quality records and an unused retained sample from the reported lot. Visual inspection of the retained sample from the reported lot confirmed that there were no anomalies or defects. Testing of the retained sample confirmed that product performance specifications were met. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. There is no current evidence that the reported issue was related to a device defect or malfunction. Although the cause for the reported event cannot be determined based upon the currently available information, the event description is most consistent with manipulation against a hard, sharp surface during use. The device labeling does address the potential for damage or separation of the polyurethane coating of the glidewire under certain conditions. Specific statements in the warnings / precautions section include: "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval"; "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire."; "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).